Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: just to clarify, when the device locked out at the end of the procedure and the staple line was fine and staples well-formed: did the device lock-out (no staples deployed and no cut line started)? No the device fired (I suspect the fellow did not advance the blade far enough). Did the device start to deploy staples and cut but could not be completed (partially fire)? No it was "locked out" in the advanced position. They depressed the reverse button to retract the blade back into the housing of the stapler. Did the device fully fire and stop during the automatic knife return? No not to my knowledge.

Event description:
It was reported that during a radical robotic nephrectomy procedure that the device locked out at the end of the procedure. Staple line was fine and staples appeared to be well formed. Reverse was used to remove the device from the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.